Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the cable that the power communication cable was damaged and there were copper wiring visible.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Concomitant medical products: other relevant device(s) are: cable 9733597 external axiem pwr/data. If information is provided in the future, a supplemental report will be issued.